Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were identified. The two returned hex tip driver were examined visually under magnification abd a torsional oblique fracture pattern was identified, likely indicating excessive twisting load about the driver's central axis.twisting or breakage may occur when excessive force is applied to the driver. However, based on the information received no coot cause could be determined. Additional information: lot number and UDI number. Related report number - 3025141-2025-00114.

Manufacturer narrative:
Device evaluation is currently pending. A follow up report will be submitted upon completion of the investigation. Related report number: 3025141-2025-00114.

Event description:
In a case on (B)(6) 2025 at (B)(6) hospital with surgeon, (B)(6) reported that there was damage to 2x ht-0915 during scaphoid non-union. The 2 drivers broke before using a solid driver tip to complete the procedure. No known adverse effects to the patient. Report 2 of 2.